Event description:
Reporter alleged discrepant blood glucose results of 40 mg/dl back to back with a result of 82 mg/dl when testing was performed < 5 minutes apart on the compact system. The location of the comparison was not provided, however, customer stated feeling low glucose symptoms at the time and self treated with juice as a result. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact system: a compact test strip drum lot number of 20659342 with an expiration date of 08-31-08.

Manufacturer narrative:
The suspect product is the compact test strip drum.